Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. Patient 1, initial sodium gave 34 mmol/l, repeat gave 136 mmol/l. Initial potassium gave 31.56 mmol/l repeat gave 4.5 mmol/l. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.

Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. Patient 5, initial co2 gave 21.1 mmol/l; repeat gave 27 mmol/l. Initial calcium gave 9.9 mg/dl; repeat gave 8.8 mg/dl. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.

Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. Patient 6, initial co2 gave 20.8 mmol/l; repeat gave 29.4 mmol/l. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.

Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. Patient 7, initial co2 gave 21.8 mmol/l; repeat gave 28.7 mmol/l. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.

Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. Patient 8, initial co2 gave 19.9 mmol/l; repeat gave 27.9 mmol/l. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.

Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. Patient 9, initial co2 gave 14.0 mmol/l; repeat gave 22.4 mmol/l. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.

Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. Patient 10, initial co2 gave 20.5 mmol/l; repeat gave 30.3 mmol/l. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.

Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. Patient 11, initial co2 gave 15.2 mmol/l; repeat gave 22.9 mmol/l. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.

Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. On the same day: patient 12, initial co2 gave 14.3 mmol/l; repeat gave 25 mmol/l. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.

Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. On the same day: patient 13, initial co2 gave 17.1 mmol/l; repeat gave 26 mmol/l. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.

Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. Patient 2, initial sodium gave 74 mmol/l; repeat gave 137 mmol/l. Initial potassium gave 1.54 mmol; repeat gave 4.2 mmol/l. Initial calcium gave 8.6 mg/dl; repeat gave 7.6 mg/dl. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.

Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. Patient 3, initial bicarbonate (co2) gave 16.8 mmol/l; repeat gave 23 mmol/l. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.

Event description:
Thirteen patient samples with discrepant results for multiple tests. Patients 3 through 11 were repeated next day, 2008. Patient 4, initial co2 gave 18.2 mmol/l; repeat gave 25 mmol/l. Initial calcium gave 9.1 mg/dl; repeat gave 7.8 mg/dl. Erroneous results were reported. Patients not adversely affected. The exact root cause was not determined, however, the field service rep noted he checked and cleaned both sample probes. Performance tests were performed.